Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was experiencing some syncopal episodes. The health care professional (hcp) suspected the cause to be related to a sudden drop in the patient's rate. Boston scientific technical services (ts) discussed programming a feature on in the device that helps to respond to sudden decreases in intrinsic rates by applying dual-chamber pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that a feature in the device was turned on to assist in a sudden decrease in atrial rates by providing dual chamber pacing therapy. The cause of the syncope was not provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.